Manufacturer narrative:
H10 h3, h6: one 72203707 healicoil regenesorb 5.5mm suture anchor product used in treatment, was returned for evaluation. Broken threads were found at the distal end of the anchor. The fragments were not returned. Sutures were still attached to the device. The condition of the anchor indicates excessive force was used. Loss of axial alignment and prep type and size may have been factors in addition. These not reported. It is unknown if the recommended 5.5mm dilator was used. Please note: per instructions for use: if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. The instructions for use also recommends: ¿when a larger hole is required, as in the case with hard bone, use a drill to create a pilot hole for the anchor, then insert the threaded dilator to better prepare the bone for the anchor¿. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. No root cause related to the manufacture of this device can be determined for the stated complaint. Product met specifications upon release to distribution. No cause related to the manufacture of the device was established.

Event description:
It was reported that during a shoulder arthroscopy, the healicoil anchor broke after inserting it. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.